Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer stated that the blue bulkhead pressure is low on this 3100a high frequency ventilator. When rotating the limit knob from "min" to "max", the high map (mean airway pressure) is not consistent. There is no patient involvement associated to this reported issue.